Event description:
During index procedure, the patient had two resolute integrity drug eluting stents implanted in the lad. It was reported that during deployment / delivery of the stent a dissection occurred. The investigator has not assessed if the event was related to the study device.

Event description:
It is reported that the previously reported dissection occurred during use of the first resolute integrity drug eluting stent, and was treated with placement of the second resolute integrity drug eluting stent. Investigator indicated that the reported event was possibly related to the study device. The patient recovered.

Manufacturer narrative:
.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (dissection). Evaluation conclusions: inherent risk of procedure ¿ (dissection). (B)(4).